Event description:
It was reported that a patient experienced a use error due to reuse of a single use product which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The use error was further described as the patient was reusing face masks at the time of the event. Subsequently, on an unreported date, the patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, and loss of appetite. The patient was not hospitalized for the event. On unreported dates, the patient was treated for the peritonitis with acyclovir (2 grams, ip-intraperitoneally, frequency not reported). On unreported dates, the patient was again treated with acyclovir (60 mg, ip, frequency not reported. On an unreported date, the patient recovered from the peritonitis event. On an unreported date, the patient was retrained in proper aseptic technique and is now reportedly using a new mask each night. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.